Manufacturer narrative:
Investigation summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s wife called clinic on (B)(6) 2016 stating that the ventricular assist device (vad) was alarming low flows for about two weeks, sometimes as often as 10 times a day. No signs of bleeding and no dizziness. Clinic appointment made for (B)(6) 2016. On this date, hemoglobin was found to be 8.6 (down from 13.5 on (B)(6) 2016). Patient states they are more tired than usual. Denied signs of bleeding. Gastrointestinal (gi) thought bleeding related to dental work where patient reported "significant gum bleeding", however this was in (B)(6) 2015, with january labs being okay. Patient was scheduled for an elective colonoscopy on (B)(6) 2016 as part of their transplant workup, with admit (B)(6) 2016 for prep. Upper endoscopy (egd) and colonoscopy done on (B)(6) 2016 showed normal mucosa throughout with no signs of bleeding. A capsule endoscopy was done on (B)(6) 2016. Results were not available but hemoglobin and hematocrit were stable, so the patient was discharged home on (B)(6) 2016. When capsule results became available, it showed active bleeding in the terminal small bowel, with no specific mucosal abnormalities seen, but arteriovenous malformation (avm) suspected. Plan was to do a balloon enteroscopy if patient continued to bleed. Hemoglobin and hematocrit on (B)(6) 2016 was 13.5/41.6 with platelets 211. The patient received no blood due to being listed for transplant. The vad remains in use. The patient is a participant in the vad destination therapy trial improved blood pressure management clinical study. No further patient complications have been reported as a result of this event.